Event description:
It was reported to bsc/target that during the procedure on a pt, the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached prematurely, leaving a one and a half cm in the right middle cerebral artery. The pt's condition is unknown. Add'l info was rec'd through a co rep in 4/2002: "the pt is still unresponsive. Should have nothing to do with the coil detachment. There was a challenge with the anesthesia. The catheter used was target, excelsior 1018. Continuous flush was used. No friction at all. Dr was present for the case as a proctor. Dr has performed over 300 gdc cases. Dr was performing his first gdc case at the medical center. They rec'd their start-up order on tuesday and performed the case on wednesday. Dr witnessed the case. There was no undue pressure put on the coil. This was the 8th or 9th coil placed. There were two more coils placed after this problem."